Event description:
The customer reported to olympus, during reprocessing after a diagnostic procedure, the customer had trouble passing the cleaning brush in the channel of the evis exera iii colonovideoscope. The customer stated that it felt like there was something stuck in the channel. The cleaning brush kept coming out dirty even after 6 or 8 passes of the brush. The brush was always cleaned before passing the brush again. The brush appeared to have a yellowish waxy look. There were no reports of patient harm associated with this event.

Manufacturer narrative:
Upon follow up with the user facility, it was reported that the device would not be returned to olympus as it was working as intended. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon of foreign material was presumed to have been not from the endoscope origin, but of patient origin. It was further presumed that the event occurred by suctioning foreign material that originated from the patient during the procedure. However, a further cause could not be presumed. The instructions for use (IFU) of the subject device states as follows: ¿avoid aspirating solid matter or thick fluids; instrument channel, suction channel, or suction valve clogging can occur. If the suction valve clogs and suction cannot be stopped, disconnect the suction tube from the suction connector on the endoscope connector. Turn the suction pump off, detach the suction valve, and remove solid matter or thick fluids. If the suction valve clogs and the suction cannot be used when solid matter, such as the clip or thick fluid, are aspirated, withdraw the endoscope, and disconnect the suction tube from the suction connector on the endoscope connector. Attach a syringe containing sterile water to the suction connector. Straighten the insertion tube as much as possible and forcefully flush the connector with the water while the suction valve of the endoscope is slightly depressed. Repeat the flush until the thick fluid or solid matter are discharged from the distal end of the suction channel. After discharging, confirm that there is no irregularity in the suction function according to ¿inspection of the suction function¿ on page 50, before using the endoscope again. If the thick fluid or solid matter cannot be discharged, stop using the suction function and contact olympus.¿ olympus will continue to monitor field performance for this device.